Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device identified dents on both sides of the can which appear to have been induced during the explant procedure. Interrogation of the device was not possible. The device case was opened to facilitate analysis of the internal components. The battery voltage was measured and was noted to be too low to support critical device functions. The battery was removed and replaced with an external power source. The overall current draw of the circuitry was measured. A high current drain was observed. Detailed analysis found a cracked integrated circuit chip that was located within the device near the dents identified on the exterior casing. It was concluded the chip was cracked when the device was grasped, and dented, during the explant procedure. Due to this induced damage, the root cause of the observed code 1003 and suspected premature battery depletion could not be determined.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This device was explanted and replaced. No additional adverse patient effects were reported.